Event description:
Medtronic received information that during use of a bio-console instrument, it was reported that the flow rate was out of the set range and running without an alarm. The instrument was replaced to complete the procedure. A hand crank was not required to maintain the flow.there was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the flow rate was out of the set range and running without an alarm was not verified during preliminary service. The service technician found that the instrument booted up normally and found no fault. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.